Event description:
This instrument "designed to provide consistently reliable results" with "simple, automatic calibration" which "reduces the chance of error," has not come close to these product claims. In fact, rptr has had to run all pts in duplicate, with an extra control added to each run, in order to ensure quality results. Additionally, they have had to perform manual calibrations on an average of 2 times per month over the last two yrs at a cost to rptr of tech time, downtime, calibration materials and reagents. Only because of these additional steps have we been able to ensure that our pt results have not been compromised. Diary of corrective action and calibration (many pages) available on request. Rptr questions quality of performance of this instrument and stability.